Event description:
The pt was admitted to the hospital for treatment of severe sepsis in the setting of aspiration, multiple falls and severe end state dementia. Case discussed with (B)(6) and per pt's wishes, she was placed on comfort care. Morphine drip initiated for comfort. Two nurses hung the IV and double checked the pump settings with the medication order times two and began the infusion. One nurse remained in the room to chart. Approx. 2 minutes later, the nurse heard the pt gasp and saw that the IV was infusing rapidly. It was determined that the pt received 120 mg of morphine. The infusion was stopped. The pt dies later that night.